Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife did not cut while attempting to make the incision during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Without sample evaluation, the condition of the product cannot be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the third complaint for the reported issue associated with the reported lot number. As no sample has yet been evaluated and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).